Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5071-35 lead, implanted: (B)(6) 2005. A 5076-45 lead, implanted: (B)(6) 2004. A 694958 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the 419378 lead was received measuring 13 cm, the medial portion of the lead was received measuring 40 cm, and the distal conductor of the lead became extrinsically fractured due to melting. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (rv) lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.